Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was in the low 50's (mg/dl); cause was unknown. Customer addressed bg level by ingesting juice, candy, and protein.